Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 31-year-old female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included post procedural discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"), abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), migraine ("migraine headaches/ migraines/headaches"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, migraine, back pain, arthralgia, feeling abnormal, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both tube are occluded. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. New reporters added. Patient¿s demographics and concomitant disease added. Essure indication updated and lot number added. New events abnormal bleeding (vaginal, menorrhagia) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 31-year-old female patient who had essure (batch no. 952111, 962111- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) _ no". The patient's concurrent conditions included post procedural discomfort. On (B)(6)2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse, dyspareunia"). In august 2013, the patient experienced migraine ("migraine headaches/ migraines/headaches"). In september 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"). In august 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fatigue, feeling abnormal, menorrhagia and headache had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: both tube are occluded. 962111 is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is not valid) product technical compliant incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 31-year-old female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) _ no". The patient's concurrent conditions included post procedural discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches/ migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, menorrhagia and headache had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, arthralgia, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 8-feb-2016: both tube are occluded. Most recent follow-up information incorporated above includes: on 30-jul-2018: pfs received. Event headaches and essure confirmation test(s) _ no added. Events outcome updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 31-year-old female patient who had essure (batch no. 952111, 962111- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s): no". The patient's concurrent conditions included post procedural discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches/ migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and allergy to metals ("suspicion nickel allergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, feeling abnormal, menorrhagia and headache had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, arthralgia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: both tube are occluded. 962111 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record # # (B)(4) (medwatch 3500a MFR number 2951250-2019-12147) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporter was added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 31-year-old female patient who had essure (batch no. 952111, 962111- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) _ no". The patient's concurrent conditions included post procedural discomfort. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse, dyspareunia"). In august 2013, the patient experienced migraine ("migraine headaches/ migraines/headaches"). In september 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"). In august 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches") and allergy to metals ("suspicion nickel allergy"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, feeling abnormal, menorrhagia and headache had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, arthralgia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: both tube are occluded. 962111 is not valid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: social media record received. Event suspicion nickel allergy was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a 31-year-old female patient who had essure (batch no. 952111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) _ no". The patient's concurrent conditions included post procedural discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches/ migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, menorrhagia and headache had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, arthralgia, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both tube are occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 31-year-old female patient who had essure (batch no. 952111, 962111- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) _ no". The patient's concurrent conditions included post procedural discomfort. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches/ migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, feeling abnormal, menorrhagia and headache had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, arthralgia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: both tube are occluded. 962111 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: information from duplicate case (B)(4) has been transferred, including reporter information and legacy device report number 2951250-2019-11536. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain, pain') in a 31-year-old female patient who had essure (batch no. 952111, 962111- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) _ no". The patient's concurrent conditions included post procedural discomfort. On (B)(6)2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse, dyspareunia"). In (B)(6) 2013, the patient experienced migraine ("migraine headaches/ migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("painful menstrual cycles, dysmenorrhoea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain, pain"), fatigue ("fatigue"), back pain ("lower back pain"), arthralgia ("joint pain, pain"), feeling abnormal ("brain fog"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), allergy to metals ("suspicion nickel allergy") and emotional disorder ("it was emotional/ emotions twice"). The patient was treated with surgery (laparoscopic bilateral salpingectomy to remove essure device). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, fatigue, feeling abnormal, menorrhagia and headache had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, arthralgia, vaginal haemorrhage, allergy to metals and emotional disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 962111 is not valid diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: both tube are occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-jan-2020: this record was detected to be a duplicate to record # # us-bayer- 2019-234814 (med watch 3500a MFR number 2951250-2019-14695) which will be deleted from bayer safety database after all information was transferred to this record # us-bayer-2017-232807 which will be retained. New event- emotional disorder were added. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), migraine ("migraine headaches"), back pain ("lower back pain"), arthralgia ("joint pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (salpingectomy to remove essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, fatigue, migraine, back pain, arthralgia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.